Manufacturer narrative:
Evaluation revealed a misaligned display screen and dislodged force sensor pins. An "ezprime" operation was performed and during the "load" step the pump did not recognize the cartridge and pushed all the fluid out. A "no cartridge detected" warning was given. (B)(6). Recall 2531779-03/24/2010/003-r.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) alleging that the pump dispensed insulin from the cartridge during the load step. The reporter did not allege any harm or injury because of the reported issue.